Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 15 mmol/l with unspecified ketones and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. It was reported the patient received 3 or more loss of prime alarms. It was reported the patient tried replacing the cartridge to resolve the issue, but it was not indicated whether they tried a cartridge from another box. It was reported the patient was using per instructions-for-use and the pump had not experienced a sudden change in force or temperature. This complaint is being reported because the reported health event was attributed to a device malfunction.